Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the percutaneous lead was separated at the strain relief in 2009. Two weeks later, it was reported that the patient experienced a "red heart" alarm and a vibrating sensation in his chest. A driveline repair was scheduled, however, five days later, a donor heart became available. Subsequently, the patient was transplanted.

Manufacturer narrative:
The patient was transplanted. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.